Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of loss of connection on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse as the app was manually closed. No injury or medical intervention was reported.